Manufacturer narrative:
Investigation included a review of device use and user education through troubleshooting with the caregiver. Investigation of this case revealed no device alarms reported and appropriate corrective action consisting of guidance on meal announcement and hypoglycemia treatment. It was concluded that the device was functioning as designed and that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient experienced an increased frequency of hypoglycemic episodes while using the ilet system, and the caregiver inquired about adjusting announced carbohydrate amounts to prevent lows; education was provided that meals should not be under-announced if the carbohydrates are not reduced. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose.